Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, difficulty was experienced connecting the sheath to the starclose device but was ultimately successful. The vessel locator wings were deployed without issue. Resistance was felt with the thumb advancer during sheath split and the sheath did not split completely. The clip could not be deployed. Resistance was felt upon removal of the starclose se device. The access ports and safety release mechanism were utilized to remove the starclose se device from the patient anatomy without issue. Post procedure there was some separation (split open) of the starclose device where the sheath clips in. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The technician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the reported failure to deploy the thumb advancer and broken handle. The loose sheath connection was not confirmed as the device was returned with the clip applier properly engaged with the exchange sheath. The reported difficult to remove the closure device could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The root cause was determined to be man, unintentionally failing to follow procedure. Based on all data reviewed, there is no evidence of a systemic issue. Av will continue to trend the performance of these devices.